Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experience hyperglycemia, noticed that the blood on site and auto was suspend. Customer¿s blood glucose level was 440 mg/dl at time of incident and current blood glucose level was 190 mg/dl. Customer reported that they did not feel okay to troubleshooting. Customer reported that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The devices will not be returned for analysis.